Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse injected contrast into the PICC so the patient could receive a CT scan, the images were done and when the scans were being reviewed the nurse heard a pop. It was stated the patient had sprays of fluid on their face. The nurse unhooked the contrast tubing from the PICC and saw that the tubing had split on the proximal end. No patient injury was reported.